Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) complaint coordinator- distributed items. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set disconnected and leaked during infusion. The device was being used with a plastic solution bag and a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No information is available.